Event description:
Clinic notes were received to the manufacturer indicating a patient had increased seizure frequency and some seizures without warning requiring hospitalization in (B)(6) 2010. The vns magnet was noted to usually terminate the seizures. Prophylactic vns generator replacement surgery is planned for (B)(6) 2011, but surgery has not been confirmed. A vns generator battery estimate performed by the manufacturer yielded approximately 0.54 years remaining as of (B)(6) 2011. Attempts for further information are in progress.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were noted and the generator performed per specifications.

Event description:
All attempts for further information from the reporter have been unsuccessful to date. The patient had vns generator replacement surgery performed on (B)(6) 2011. The explanted generator has been returned and is pending analysis.